Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This lv lead remains in service.